Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that she received no delivery alarms. The customer's blood glucose was 37 mg/dl at the time of incident. The customer treated her low blood glucose with food. The customer performed troubleshooting for the no delivery alarms and found that the insulin pump was working as designed. The reservoir will not be returned for analysis.